Event description:
It was reported that the customer was hospitalized due to a blood glucose reading over 500 mg/dl. It was also reported that the batteries in the insulin pump were only lasting four days. Upon removing the infusion set from customer's body, it was found that the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.